Event description:
The customer contacted physio-control to report that their device intermittently powered off by itself. The customer advised that when attempting to power the device back on, the device battery light flashed 3 times and the device turned off.there was no patient use associated with this event.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to the single board computer (sbc).

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the system pcb assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device intermittently powered off by itself. The customer advised that when attempting to power the device back on, the device battery light flashed 3 times and the device turned off. There was no patient use associated with this event.